Event description:
The event is reported as: the customer alleges that the endotracheal tube deflated/leaked during use. The pt was re-intubated. No pt injury or harm reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. The sales rep for (B)(4) would not divulge the name of the user facility adn was not willing to obtain any further details for this event.